Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included psoriasis and painful periods. Concurrent conditions included peripheral swelling, foot pain, oedema peripheral, discomfort, joint stiffness, back muscle spasms, weight gain, abdominal pain, abdominal bloating, constipation, diarrhea, hematochezia, nausea, menorrhagia, arthralgia multiple, memory loss, polydipsia, anxiety, stress, concentration impairment, sleep disturbance, hypertension, insomnia, ovarian cyst and blood in stool. Concomitant products included lisinopril and loperamide. In 2008, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), abdominal pain lower ("other (list): cramping"), menstrual disorder ("unusual periods"), fatigue ("fatigue") and back pain ("back pain"). At the time of the report, the endometritis, genital haemorrhage, autoimmune disorder, pelvic pain, allergy to metals, abdominal pain lower, menstrual disorder, fatigue and back pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, autoimmune disorder, back pain, endometritis, fatigue, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: endometrium biopsy revealed that endometrial mucosal fragments with diffuse stromal changes, consistent with exogenous progestin effect and stromal plasma cells, raising the possibility of chronic endometritis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain, fatigue, abdominal pain lower, genital bleeding, irregular menstruation. Concerning the injuries reported in this case, the following ones were reported medical records: endometritis. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included psoriasis and painful periods. Concurrent conditions included peripheral swelling, foot pain, oedema peripheral, discomfort, joint stiffness, back muscle spasms, weight gain, abdominal pain, abdominal bloating, constipation, diarrhea, hematochezia, nausea, menorrhagia, arthralgia multiple, memory loss, polydipsia, anxiety, stress, concentration impairment, sleep disturbance, hypertension, insomnia, ovarian cyst and blood in stool. Concomitant products included lisinopril and loperamide. In 2008, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), abdominal pain lower ("other (list): cramping"), menstrual disorder ("unusual periods"), fatigue ("fatigue") and back pain ("back pain"). At the time of the report, the endometritis, genital haemorrhage, autoimmune disorder, pelvic pain, allergy to metals, abdominal pain lower, menstrual disorder, fatigue and back pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, autoimmune disorder, back pain, endometritis, fatigue, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: endometrium biopsy revealed that endometrial mucosal fragments with diffuse stromal changes, consistent with exogenous progestin effect and stromal plasma cells, raising the possibility of chronic endometritis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain, fatigue, abdominal pain lower, genital bleeding, irregular menstruation. Concerning the injuries reported in this case, the following ones were reported medical records: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: quality safety evaluation of ptc. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.